Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio observed that the device was able to power on with the original battery installed. The customer received a replacement device and battery. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device's battery and observed that it was depleted. The depleted battery resulted in the device not powering on. A root cause for the battery depletion could not be determined. The device was retained by stryker.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.